Manufacturer narrative:
Investigation of the data logs showed the following: analyzer, electronic, mechanic, and liquid transport works fine. All calibration, qc and other monitoring of analyzer quality works fine. Analysis of sample results: the low thb (3.6 g/dl) from the first sample could indicate a dilution of the blood sample but it must be outside the analyzer due to the composition of the solutions used in the analyzer. Comparison of the ph, pco2 and po2 data shows that the first sample are contaminated by air, pco2 decrease, ph and po2 increase. Comparison of inter sample data shows very good correlation between measured po2 and so2 / o2hb. Conclusion: the parameter evaluation of the two blood samples in combination with the analyzer status shows that the analyzer results with high probability reflect the composition in the two samples.

Event description:
According to the complaint, there was a difference between two measurements of the same patient. Both samples were drawn arterial from a women that just had a c-section. Samples were drawn and mixed correctly. After seeing 3,9 g/dl for thb on the first sample, a second sample was drawn and measured. The women lost a lot of blood yet the thb of 8,8 g/dl is more credible than 3,9 g/dl. The following measurements were reported: parameter unit discrepant measurement comparison measurement co2 mmhg 21,7 49,8 po2 mmhg 85,1 38,9 cthb g/dl 3,9 8,8 so2 % 96,9 57,8 cglu mg/dl 21 100 lac mmol /l 16 4,9.